Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with black marks on the display of the patient¿s onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, around 10pm. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the reporter claimed the patient had symptoms of headache, frequent urination and irritability. The reporter denied the patient received medical treatment. The reporter alleged that the patient was ¿unwilling to bolus without knowing his blood glucose result.¿ the patient reportedly has a backup meter; however, it is not known if the patient tested with the other device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/25/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/17/2013 and 9/19/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a damaged display. Broken lines with black marks found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.